Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient turned off her device 7 years ago while she was pregnant. After giving birth, she attempted to turn her device back on but it started to shock her. The caller stated that the healthcare professional at the time figured out that the leads moved causing this issue. The caller stated that she then needed a new device to proceed with therapy. The system was replaced no further patient complications are anticipated or expected as a result of this event.